Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for missing gel with the incident lot was observed. Retention samples of the incident lot number were selected from bd inventory and evaluated and no issues pertaining to missing separator gel was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd is aware of this product issue and further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Based on evaluation of the customer samples, the customer¿s indicated failure mode for missing gel with the incident lot was observed as the samples did not meet the required specifications. Retention samples of the incident lot number were selected from bd inventory and evaluated and no issues pertaining to missing separator gel was observed. Further investigation has been initiated for this product issue. The investigation is still on-going and improvements will be made as the potential causes are identified. A CAPA has been initiated to document further investigation and root cause analysis relating to this product issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this product issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the gel separator of the bd vacutainer® plastic ppt molecular diagnostics tube was missing. There was no report of injury or medical intervention.